Manufacturer narrative:
Patient¿s height reported as 170 cms. Patient¿s identifier and ethnicity/race is not provided for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Without a lot number, the device history record review could not be requested. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a mandibular fracture osteosynthesis surgery on (B)(6) 2018, the screw head bent during the screwing. The screw was defective and unusable. The surgeon had difficulties to unscrew the screw. No fragments were generated. Surgeon used another screw to complete the procedure. The surgery was delayed for less than 30 minutes. Procedure was successfully completed with no patient consequences. Patient outcome is reported as fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection: investigation site: (B)(4), selected flow: 3. Damaged: visual. Visual inspection: the complained screw is damaged, in particularly the screw head is deformed including screw recess. There are mechanical damages visible at the threaded-shaft, so that affected areas have no anodized layer anymore. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Material review/ hardness review: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Summary: our investigation has shown that the complaint condition is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. Unfortunately we cannot determine the exact root cause of the complained occurrence as no detailed clinical information was provided. We can only assume that during use the screwdriver(counterpart) was not fully inserted into the screw recess. By this the force was not allocated on the whole recess. This occurrence could lead finally to the deformation and the malfunction of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.